Manufacturer narrative:
(B)(4).

Event description:
Additional information provided states that the patient was treated with a bandage contact lens for ten days.

Manufacturer narrative:
The system is docked onto the patient¿s eye with only the patient interface (pi) having contact with the patient. The cornea is flattened with a calculated amount of applanation force. It is expected that the patient¿s corneal epithelium is intact and strong enough to withstand the applanation force prior to performing the laser treatment. In this case, the patient¿s epithelial layer was somehow softened or compromised prior to the treatment. Some contributing factors include, but are not limited to: a preexisting corneal condition or disease, allergic reaction, etc. It is likely that the corneal denuding contributed or even caused the reported corneal edema. However, the cataract procedure was completed and the edema could also be a result of the procedure itself. There is no evidence to support that the system contributed or caused this event. Based on quality assurance (qa) assessment, the product met specifications at the time of release. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. The root cause of the reported event can be attributed to the condition of the patient¿s cornea prior to treatment. However, what caused the cornea to become compromised could not be determined conclusively. (B)(4).

Event description:
A health professional reported that immediately after docking, the surgeon reported that the patient's cornea had denuded 360 degrees in the right eye during a laser assisted cataract procedure. The patient was seen one day post-op and had corneal edema. It was noted that there was no additional treatment necessary.